Event description:
It was reported by the nurse that the pt came into the office for a f/u visit and his programmed settings were not as intended. It was informed to her that this usually happens when a system diagnostic test is interrupted; therefore, she always needs to do a final interrogation as the final step in a dosing appt to make sure the pt leaves the office at correct settings. Good faith attempts to obtain programming history and add'l data has been unsuccessful. The cause of change in settings is unk at this time.